Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous segment of the mid lcx. After pre-dilatations with two different balloons, the orsiro was introduced but cannot access to lesion due to heavy calcification in the mid lcx. After retrieval from patient's body, it was detected that the stent was damaged. Pci procedure was successful with no complication.

Manufacturer narrative:
Combination product: yes.